Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was clicking. A field service engineer replaced 4 tower latches with new style and tested in hardware test application. Fse checked harnesses, interface board, bus cable and connection to communication sled and cleaned tower latches and applied carbon conductive grease. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was clicking. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.